Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was requesting troubleshooting for the arctic sun device, which was sent down on (B)(6) 2022, the machine was heating up pads to 104f. And machine jumped from 80f to 104f. Biomed had run device all day yesterday in manual control with pads and it seemed fine. They had not calibrated since june.

Event description:
It was reported that the biomed was requesting troubleshooting for the arctic sun device, which was sent down on 03sep2022, the machine was heating up pads to 104f. And machine jumped from 80f to 104f. Biomed had run device all day yesterday in manual control with pads and it seemed fine. They had not calibrated since june. Per email response received on 16sept2022, there was no patient involvement reported. The biomed did not understand how the arctic sun device worked. Based off the testing performed and the data file the device was functioning as intended. Technical support explained to the biomed that the water can drop and climb at any moment in order for it to maintain patient target.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The machine was heating up pads to 104f. And machine jumped from 80f to 104f. Biomed had run device all day yesterday in manual control with pads and it seemed fine. They had not calibrated since june. Per email response, there was no patient involvement reported. The biomed did not understand how the arctic sun device worked. Based off the testing performed and the data file the device was functioning as intended. Technical support explained to the biomed that the water can drop and climb at any moment in order for it to maintain patient target. It is known that the device met specifications and that the device was not influenced by the reported failure. The device was not in use on a patient. As the reported event is unconfirmed, DHR review is not required. Based on the results of the investigation, no additional actions are needed. As the reported event is unconfirmed, labeling/packaging review is not required. Correction: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned